Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding/bleeding,") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, cervical dysplasia (low grade (cin 1) on (B)(6) 2012 focal cin 2), gravida ii, parity 2, add from 2007 to 2008 and cervical dysplasia on (B)(6) 2012. Concurrent conditions included depression since 2005, nickel sensitivity (since she was child), salpingitis isthmica nodosa, retroverted uterus, intestinal adhesions and body mass index increased. Concomitant products included medroxyprogesterone acetate (depo-provera) from on (B)(6) 2013 to on (B)(6) 2014 for contraception as well as dexamfetamine (dextroamphetamine) from 2013 to 2014, fluticasone from 2013 to 2014 and salbutamol sulfate (albuterol sulfate) from 2013 to 2014. In 2013, the patient experienced abdominal discomfort ("gastrointestinal (gi) upset attributed to nickel allergy") and allergy to metals ("gastrointestinal (gi) upset attributed to nickel allergy/nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping/cramping/pain"), the first episode of migraine ("allergic or hypersensitivity reaction type: horrible headaches/migraines / headaches"), abdominal distension ("allergic or hypersensitivity reaction type: bloating,") and headache ("horrible headaches"). On (B)(6) 2014, the patient experienced weight increased ("weight fluctations/weight gain / loss/gained 10 pounds since on (B)(6) 2014."), the first episode of cystitis ("bladder infection/bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual, intercourse);"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), mood swings ("mood swings / psychological or psychiatric problems condition: mood swings"), anger ("anger / psychological or psychiatric problems condition: anger"), loss of libido ("hormonal changes describe: not wanting to have intercourse"), vaginal discharge ("vaginal discharge") and the second episode of cystitis ("bladder infection"). On (B)(6) 2014, the patient experienced the second episode of migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue/allergic or hypersensitivity reaction type: tired/fatigue;"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal menstruation pain/dysmenorrhea (cramping)"), back pain ("severe back pain/pain"), dysgeusia ("a metal taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), abdominal pain upper ("stomach pain") and hair growth abnormal ("hair growing much more slowly"). The patient was treated with citalopram, escitalopram oxalate (lexapro), antibiotics, antidepressants, codeine, surgery (bilateral salpingectomy) and dietary measures (exercise). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, dysgeusia, fatigue, the last episode of migraine, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal distension, urinary tract disorder, vaginal discharge, alopecia, nausea, abdominal discomfort, the last episode of cystitis and hair growth abnormal outcome was unknown, the back pain, weight increased, allergy to metals and abdominal pain upper had resolved and the dyspareunia, depression, mood swings, anger and headache was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anger, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, loss of libido, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of cystitis, the first episode of migraine, the second episode of cystitis and the second episode of migraine to be related to essure. The reporter commented: patient states she had both fallopian tubes removed on (B)(6)2014. Surgery done because she had an allergic reaction to coils that had been placed in fallopian tubes. Two coils were seen within the endometrial cavity. Attention was then turned to the right side. The tubal ostium was visualized, and the essure device was passed through the working channel and into the tubal ostium without resistance. The device was passed to the level of the blank indicator. The roller was rolled back until the gold indicator was seen. The coils were deployed, and the insertion device was rolled back and removed. Four coils were visualized within the endometrial cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Uterus, sounded to 7 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿depression, weight gain, pelvic pain, headaches, nickel allergy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. New event added: hair growing much more slowly. Outcome of event depression update from not recovered not resolved to recovering / resolving and outcome for the events anger and mood swings updated from unknown to recovering / resolving. Historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in the months following the implant began experiencing pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent a bilateral salpingectomy to remove essure 7 months after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding/bleeding,") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, cervical dysplasia (low grade (cin 1) (B)(6) 2012 focal cin 2), gravida ii and parity 2. Concurrent conditions included depression since 2005, nickel sensitivity (since she was child), salpingitis isthmica nodosa, retroverted uterus and intestinal adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/allergic or hypersensitivity reaction type: tired/fatigue;"), headache ("allergic or hypersensitivity reaction type: horrible headaches/migraines / headaches") and abdominal distension ("allergic or hypersensitivity reaction type: bloating,"). On (B)(6) 2014, the patient experienced weight increased ("weight fluctations/weight gain / loss/gained 10 pounds since jan2014."), cystitis ("bladder infection/bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual, intercourse);"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced loss of libido ("hormonal changes describe: not wanting to have intercourse") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal menstruation pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping/cramping/pain"), back pain ("severe back pain/pain"), dysgeusia ("a metal taste in her mouth"), depression ("depression/psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), anger ("anger,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), gastrointestinal disorder ("gastrointestinal (gi) upset attributed to nickel allergy"), allergy to metals ("gastrointestinal (gi) upset attributed to nickel allergy/nickel allergy") and abdominal pain upper ("stomach pain"). The patient was treated with citalopram, escitalopram oxalate (lexapro), antibiotics, antidepressants, codeine, surgery and dietary measures (exercise). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, dysgeusia, fatigue, migraine, mood swings, anger, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal distension, urinary tract disorder, vaginal discharge, alopecia, nausea and gastrointestinal disorder outcome was unknown, the back pain, weight increased, allergy to metals and abdominal pain upper had resolved and the dyspareunia, depression, headache and cystitis was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anger, back pain, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient states she had both fallopian tubes removed on (B)(6) 2014. Surgery done because she had an allergic reaction to coils that had been placed in fallopian tubes. Two coils were seen within the endometrial cavity. Attention was then turned to the right side. The tubal ostium was visualized, and the essure device was passed through the working channel and into the tubal ostium without resistance. The device was passed to the level of the blank indicator. The roller was rolled back until the gold indicator was seen. The coils were deployed, and the insertion device was rolled back and removed. Four coils were visualized within the endometrial cavity. The patient tolerated the procedure well. Diagnostic results: uterus, sounded to 7 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿depression, weight gain, pelvic pain, headaches, nickel allergy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: reporters details added. Aka names added. Events added as stomach pain, gastrointestinal (gi) upset attributed to nickel allergy/nickel allergy, nausea, hair loss, vaginal discharge, bladder or urinary problems or changes, allergic or hypersensitivity reaction type: bloating, apareunia (inability to have sexual, intercourse), bladder infection/bladder or urinary problems or changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: horrible headaches/migraines / headaches, hormonal changes describe: not wanting to have intercourse, anger, mood swings, depression/psychological or psychiatric problems condition: depression. Event ¿weight fluctations/weight gain / loss/gained 10 pounds since jan2014.¿ pt updated to weight gain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On (B)(6) 2018: fu2+fu3 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding/bleeding,") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, cervical dysplasia (low grade (cin 1) (B)(6) 2012 focal cin 2), gravida ii and parity 2. Concurrent conditions included depression since 2005, nickel sensitivity (since she was child), salpingitis isthmica nodosa, retroverted uterus, intestinal adhesions and body mass index. Concomitant products included medroxyprogesterone acetate (depo-provera) from 21-nov-2013 to 27-feb-2014 for contraception as well as amfetamine sulfate (amphetamine salts) from 2013 to 2014, fluticasone from 2013 to 2014 and salbutamol sulfate (albuterol sulfate) from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of migraine ("allergic or hypersensitivity reaction type: horrible headaches/migraines / headaches") and abdominal distension ("allergic or hypersensitivity reaction type: bloating,"). On (B)(6) 2014, the patient experienced weight increased ("weight fluctations/weight gain / loss/gained 10 pounds since (B)(6) 2014."), the first episode of cystitis ("bladder infection/bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual, intercourse);"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced loss of libido ("hormonal changes describe: not wanting to have intercourse"), vaginal discharge ("vaginal discharge") and the second episode of cystitis ("bladder infection"). On (B)(6) 2014, the patient experienced the second episode of migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue/allergic or hypersensitivity reaction type: tired/fatigue;"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal menstruation pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping/cramping/pain"), back pain ("severe back pain/pain"), dysgeusia ("a metal taste in her mouth"), the first episode of depression ("depression/psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), anger ("anger,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), abdominal discomfort ("gastrointestinal (gi) upset attributed to nickel allergy"), allergy to metals ("gastrointestinal (gi) upset attributed to nickel allergy/nickel allergy"), abdominal pain upper ("stomach pain"), headache ("horrible headaches") and the second episode of depression ("psychological or psychiatric problems conditions depression"). The patient was treated with citalopram, escitalopram oxalate (lexapro), antibiotics, antidepressants, codeine, surgery and dietary measures (exercise). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, dysgeusia, fatigue, the last episode of migraine, mood swings, anger, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal distension, urinary tract disorder, vaginal discharge, alopecia, nausea, abdominal discomfort, headache and the last episode of cystitis outcome was unknown, the back pain, weight increased, allergy to metals and abdominal pain upper had resolved, the dyspareunia was resolving and the last episode of depression had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anger, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of cystitis, the first episode of depression, the first episode of migraine, the second episode of cystitis, the second episode of depression and the second episode of migraine to be related to essure. The reporter commented: patient states she had both fallopian tubes removed on (B)(6) 2014. Surgery done because she had an allergic reaction to coils that had been placed in fallopian tubes. Two coils were seen within the endometrial cavity. Attention was then turned to the right side. The tubal ostium was visualized, and the essure device was passed through the working channel and into the tubal ostium without resistance. The device was passed to the level of the blank indicator. The roller was rolled back until the gold indicator was seen. The coils were deployed, and the insertion device was rolled back and removed. Four coils were visualized within the endometrial cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Uterus, sounded to 7 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿depression, weight gain, pelvic pain, headaches, nickel allergy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received, concomitant medication and event horrible headaches, psychological or psychiatric problems conditions depression ,bladder infection were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. In the months following the implant, she began experiencing severe, abdominal menstruation pain, abnormal heavy bleeding, severe lower abdominal and pelvic pain, severe abdominal cramping, severe back pain, a metal taste in her mouth, fatigue, pain during intercourse, migraines, and weight fluctuations. In (B)(6) 2014, she underwent an hysterosalpingogram test, which confirmed full occlusion of her fallopian tubes. She was forced to miss work due to the severity of her symptoms. She discussed with her physician the possibility of removing essure, and on (B)(6) 2014, she underwent a bilateral salpingectomy. She missed work while she recovered from this invasive removal surgery. Since the removal surgery, most of her symptoms have resolved but some remain. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in the months following the implant began experiencing pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent a bilateral salpingectomy to remove essure 7 months after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.